Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined. However, several factors that may have contributed to the event include the patient's non-compliance with medication, previous medical history, and anticoagulation therapy. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a patient was found one morning at home unconscious by neighbor. Patient was brought to the hospital via ambulance to mcgill ER with left sided weakness and slurred speech. Inr on admission 1.7. It was reported that patient has been non-compliant with medications. Site had recently been contacted by patient's pharmacy that patient had not picked up any recent refills of medications. CT-scan revealed right sided icva. The patient was admitted to the hospital with neurology consult. Log file analysis show an increase in flow and power outside of normal operating ranges starting on (B)(6) and returning to baseline on (B)(6). Patient also had 100 high watt alarms during this time period that were not reported to site. The patient had ongoing left sided weakness showing improvement since admission on (B)(6) 2016.